Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a loss of prime issue with the pump on (B)(6) 2015. The patient reportedly experienced a blood glucose (bg) measurement of 30.9mmol/l with symptoms of dizziness. It was noted that the patient did not require medical intervention. There was no additional information available for this complaint. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged loss of prime issue with the pump.

Manufacturer narrative:
The 3500a supplemental correction was submitted to revise the following. The patient reportedly resumed pump therapy after the cartridge was replaced.